Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) presented with a shock impedance measurement greater than 125 ohms during defibrillation threshold testing (dft). No further information has been made available at this time. No adverse patient effects were reported. The lead information is currently unknown.

Manufacturer narrative:
At this time, this device remains implanted and in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. A review of the device memory was performed and all shock impedance measurements were found to be in normal range in the daily measurements while the device was implanted. A visual inspection of the device header noted no anomalies. There were some marks on the device case, most likely due to the explant procedure. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm that the shock impedance measurements were out of range. This device met all specifications during testing.

Event description:
Over two years later, this ICD was returned to boston scientific. There were no additional reported allegations against the device's functionality. The explant date and the reason for explant were not provided with the returned product. No adverse patient effects were reported.